Manufacturer narrative:
The following fields were updated due to correction: a.2. Date of birth: patient¿s birthday was not provided, (B)(6) 2022 was used based on age of patient.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged and leaked. The following information was provided by the initial reporter: filter leaking during tpn administration. Tpn filter noted to be leaking. Had to restring tpn with new tubing. Tpn was attached to a bonded clave, so line thankfully didn't have to be opened to change the tubing.

Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, 11-dec-2022 was used based on age of patient. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged and leaked. The following information was provided by the initial reporter: filter leaking during tpn administration. Tpn filter noted to be leaking. Had to restring tpn with new tubing. Tpn was attached to a bonded clave, so line thankfully didn't have to be opened to change the tubing.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged and leaked. The following information was provided by the initial reporter: filter leaking during tpn administration. Tpn filter noted to be leaking. Had to restring tpn with new tubing. Tpn was attached to a bonded clave, so line thankfully didn't have to be opened to change the tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-feb-2023. H6: investigation summary one sample of item number 2432-0007 was submitted for quality investigation. The customer complaint of leakage was verified by inspection. The sample was first visually inspected for any damages or defects in the infusion set. There were no visible signs of damage or defects. The infusion set was then primed with water with blue dye and placed in an alaris pump in order to conduct a simulated infusion. The pumping rate was set at 200 ml/hr, with a dispensing volume of 100 ml. During the simulated infusion, leakage at the filter vent was noticed. The lot number for the product was reported as unknown. The following device history review was conducted based on lot numbers found using matching smartsite ID numbers. A device history record review for model 2432-0007 lot number 22095603 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The sample was sent to the filter supplier for investigation of the leakage at the filter vent. The filter was sterilized and tested in order to replicate the failure. The filter was subjected to a treatment that may fully or partially restore the hydrophobic properties of the filter vents that have become temporarily compromised due to saturation by low surface tension end use solutions or potentially from tube solvents during set assembly. After the treatment, the filter was allowed to dry. After the filter was allowed to dry, the filter was primed successfully with saline under 1 meter gravity head height with no leakage observed. The filter then passed an air elimination test. A pressure hold test was performed at 29 psi for 15 minutes was performed on the filter. Leakage at the filter outlet vent was found after 7 minutes. The improved hydrophobic properties were partially restored indicating that the leakage at the vent was caused by over saturation of the filter during use.